Event description:
The staff was performing a pe thrombectomy procedure with dr. The specific catheter used has a pump tubing used outside the patient that failed. They had to open another catheter to get new pump tubing. They were able to finish the procedure with the new tubing